Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the mid and lower abdomen using the cooladvantage plus in (B)(6) 2021 and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: b3, b5, d1, d4, g1, g4.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review, there is no identifiable case of ph. Hence, the record is no longer reportable.